Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cracked battery tube found on (B)(6) 2021. Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 (flex connector) and pcba 2 (flex connector pins).¿test p-cap and reservoir locked properly into reservoir compartment during testing, however, damaged retainer ring was noted. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, serial label damage (faded), cracked retainer, and minor scratches on lcd window. In summary, the customers alleged broken battery tube was confirmed by visual inspection where a cracked battery tube was noted. Additionally a flashing white display was noted due to moisture damage on pcba 1 (flex connector) and pcba 2 (flex connector pins). A damaged retainer ring was also noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.